Manufacturer narrative:
Additional information: a review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4)

Event description:
A clinical director reported a patient with diffuse lamellar keratitis and chronic toxic keratopathy of the right eye post lasik treatment; a topical corticosteroid was began. At five days post treatment a flap lift and rinse was performed. Upon additional follow up it was reported that the patients vision and symptoms were improving.